Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient experienced an infection at the wound site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial # (B)(4), description: precision spectra implantable pulse generator additional information was received that the patient's infection was located at their lead entry site. The patient's symptoms were redness and swelling. The physician assessed that the infection was not related to the device or procedure. The patient was given antibiotics and the infection has cleared. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient experienced an infection at the wound site.

Event description:
A report was received that the patient experienced an infection at the wound site.

Event description:
A report was received that the patient experienced an infection at the wound site.